Event description:
Information was received that the patient implanted with this endograft required two revision procedures for an unknown reason. Additional information has been requested. However, as of this report, no additional information has been obtained.